Event description:
It was reported that customer experienced cgm error and contacted support regarding g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer was guided through pump reset, error did not recur after reset, and customer was instructed to wait 20 minutes before starting new sensor session, which customer understood and acknowledged.